Event description:
Unomedical reference number (B)(4). Event occurred in the australia. It was reported that the patient faced an issue with infusion set was leaking. The issue was occurred on (B)(6) 2024. The infusion set was used for 1 day. The blood glucose level was monitored with no specific value. The patient replaced the infusion set and resumed on insulin successfully. No further information available.